Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 539 mg/dl; patient stated insulin delivery was interrupted due to her controller only holding a battery charge for about 30 minutes. Symptoms reported include hyperglycemia. The patient was treated with intravenous fluids and several shots of insulin. The patient was released from the ER after 12 hours.

Manufacturer narrative:
The returned device was evaluated and the investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined.correction to d(4): lot number changed from unavailable to l000334. Sequence number changed from unavailable to (B)(4).